Event description:
It was reported that the patient presented to the emergency room experiencing symptoms of a racing heart and fatigue. At a clinic visit, the right ventricular lead exhibited noise and a lead fracture was suspected. The device was reprogrammed which resolved the patients symptoms. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
.